Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of clips not loading into the jaws. Additionally, excessive lubrication was observed in the internal components. Based on the condition of the returned unit, it is possible that the reported event was caused by rapid actuation of the device. The excessive grease observed may increase the probability of the clip not loading into the jaws if the device was rapidly actuated. The instructions for use (IFU) states ¿do not attempt to rapidly fire clips. Completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation which may lead to bleeding and/or leakage.¿ applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: cholecystectomy. Event description: clip blocked. Intervention: unknown. Patient status: no clinical impact to the patient indicated.

Event description:
Name of procedure: cholecystectomy event description: clip blocked. Intervention: unknown patient status: no clinical impact to the patient indicated.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.